Event description:
The pt has two leads with the same lot number. It was reported the pt experienced a minor headache due to a cerebrospinal fluid leakage that occurred during the implant procedure while the physician placed the first lead. No intervention was performed and the physician completed the procedure. An sjm rep programmed the pt and was able to obtain coverage further f/u revealed, the headache has resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.